Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Clarification to h6 (investigation findings, investigation conclusions): device photos were received and are under investigation. Additional, changed, and/or corrected data.

Event description:
The device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed additional, changed, and/or corrected data: h6.

Event description:
Patient reported left rupture. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. The reason for reoperation is: rupture.

Event description:
Patient reported, left rupture. Device remains implanted.

Manufacturer narrative:
Device analysis: based on the device analysis grid, the assessments of the complaint are: ¿ rupture-breast: observed broken device assessed as fold flaw opening. As per the investigation procedure creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left rupture. The device has been explanted.